Manufacturer narrative:
No device malfunction was reported; therefore no device examination occurred. A review of subject device service records found that the device has been regularly maintained. A review of device labeling found that risks to treatment are known and occur at extremely low rate of treated population. After reasonable attempts the user facility returned the patient's clinical record for review by lumenis medical doctor and glaucoma specialist. The medical doctor reviewed the information provided and concluded the following: the patient was given a nsaid eye drop to use post procedure and started to use it after his eyelids began to swell and his vision was reduced. The patient was examined two days post treatment and he had swollen eyelids, red eye and superficial keratitis. One cannot rule out that this inflammation was a result of the preparation for treatment as can be seen following some exams using a contact lens. Patient was treated with steroid drops and muro 128 ointment and gradually the inflammation resolved. Four (4) days post procedure, the vision improved and the keratitis was evident only in the center of the cornea (far from where slt is performed but in the area of the contact lens). Patient was followed up ten days later - keratitis resolved, vision improved and he was given permission to resume contact lens wear. The medical doctor concluded the probable root cause of the reported incident (inflammatory / viral (?) Keratitis) seems to be more likely related to the slt procedure "adjuncts" (i.e. Tonometry, contact lens, examination at slit lamp) than to the laser per se.

Manufacturer narrative:
Reasonable attempts were made by telephone and email to obtain further information including patient's vital history and age, treatment settings, reported outcome however, no further information was provided in addition to the initial report. No device malfunction was reported; therefore no device examination occurred. A review of subject device service records found that the device has been regularly maintained. A review of device labeling found that risks to treatment are known and occur at extremely low rate of treated population. A review by a lumenis health professional and a glaucoma specialist concluded that insufficient information was provided by the initial reporter to determine a root cause. The healthcare professional concluded that similar to many surgical procedures slt treatment involves the use of a number of associated devices and medications and that any of these could transmit a viral or bacterial infection. Additionally, the healthcare professionals concluded that the possibility exists that the patient was not an appropriate candidate for the procedure or could have had related preexisting conditions and/or subsequent reactions to the treatment.

Event description:
It was reported that a patient sustained keratitis post selective laser trabeculoplasty (slt) to the eyes for treatment of glaucoma in 2010.

Event description:
It was reported that a patient sustained keratitis post selective laser trabeculoplasty (slt) to the eyes for treatment of glaucoma in 2009.